Event description:
Customer reports to have received a no delivery alarm. Customer also states that blood glucose readings have not been registering into pump. Customer's blood glucose was 230 mg/dl, which were treated with manual injections. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Customer was not able to remove infusion set in order to examine cannula. Customer was advised that no delivery may have been caused by occlusion. Customer was advised to change infusion set. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.